Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported compliant appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the omni elite electronic instructions for use (IFU), in the precautions section: use the stent system prior to the use by date specified on the package. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion with heavy calcification and no tortuosity in the right illiace artery. A omnilink elite stent was implanted successfully. There was no adverse patient effect and no clinically significant delay in the procedure. However, it was later noted that the device was expired. Expiration date of 31-aug-2015. No additional information was provided.